Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post implant that the patient went to the emergency room and a device check was done. It was noted from review of an interrogation report that the implantable cardioverter defibrillator (ICD) was not capturing. The ICD remains in use. No patient complications have been reported as a result of this event.